Event description:
It was reported that the burr was stuck on wire. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, the rotation speed was not stable, and it only increases for about 5000 rpm. Consecutively, the wire got stuck with the burr during dynaglide mode. The device was removed together from the patient. The procedure was completed with another of same device. No complications were reported, and patient was good after the procedure.